Manufacturer narrative:
A bec field service engineer (fse) was dispatched to investigate the leak. The fse found that reagent probe b intermittently have a drop of fluid leaking from the bottom of the wash station after priming. The fse replaced the 3-way valve at the syringe assembly and the a/b valve. No further drops were coming from the reagent probe b. The fse also discovered that the wash solution was not being vacuumed when reagent probe a was washed, which caused all the wash to be expelled from the bottom of the wash collar. The fse found a bad connection at the connector where the waste valve connector connects to the smart module connector harness. The fse repaired the connection, primed the reagent probe, loaded reagent cartridges, calibrated bun and ran controls. Results met specifications and no leak was observed. Failure mode is unknown. Multiple hardware components were replaced, any of which could contribute to the event.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting liquid in the drip tray below the reagent probes in the unicel dxc 600 pro synchron chemistry analyzer. The customer also found liquid on top of the blood urea nitrogen (bun) reagent cartridge while off-loading it from the instrument. No injuries were sustained by the lab personnel. The customer had appropriate personal protective equipment (ppe) on when cleaning the liquid. The customer reran twelve (12) previously-run patient samples on another instrument and found only one (1) patient sample has false low creatinine (cr-s) result. The patient's original cr-s result yielded 0.14 mg/dl, which did not match the delta check. The sample was ran on an alternate instrument and obtained a cr-s result of 0.59 mg/dl. The original result was reported outside of the laboratory, but the customer confirmed that there was no change to patient treatment based on the reported false low result.